Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The freedom driver was not in use by a patient. The customer reported that when she unpacked the driver to do a check out, she placed a battery in the driver and there was an immediate red alarm, with the beat rate (br) showing 206. The customer also reported that she was unable to decrease the heart rate (hr) on the driver. Freedom driver s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Visual inspection of the driver's internal components revealed the secondary motor was in the top dead center (tdc) position, which indicated operation of the secondary motor circuit. The secondary motor is set to bottom dead center (bdc) position, during driver servicing/manufacturing. The secondary motor observed in the tdc position indicates that the driver was possibly subjected to an impact shock. The driver in "as received" condition passed all required functional testing requirements with no anomalies or alarms. In addition, the driver was tested on the secondary motor; despite the fault alarm, the driver passed all pressure test requirements with no anomalies. The customer-reported fault alarm was duplicated only when the driver was forced to operate on the secondary motor. The root cause of the customer-reported fault alarm was the result of the driver switching from primary motor operation to secondary motor operation, which is usually caused by a drop or near-drop of the driver. Per syncardia's freedom driver system finished assembly procedure, the secondary motor beat rate is verified to be 125 +/ 5 bpm. By design, the driver will exhibit an alarm when it is operating on the secondary motor to alert the user to switch to a backup driver. The driver performed as intended at the time of the customer-reported issue. The high beat rate reported by the customer could not be confirmed; therefore, the root cause of the reported high beat rate could not be determined. During investigation testing, the driver performed as intended and there was no evidence of a device malfunction. The customer-reported fault alarm and high beat rate posed a low risk to a patient because the driver was not supporting a patient at the time. Additionally, the driver, by design, switched to operating on the secondary motor and continued to perform its life-sustaining-functions. The driver was serviced, which included the replacement of the piston and cylinder assembly (pca) and motor gearbox assemblies, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The freedom driver was not in use by a patient. The customer reported that when she unpacked the drive to do a check out, she placed a battery in the driver and there was an immediate red alarm, with the beat rate (br) showing 206. The customer also reported that she was unable to decrease the heart rate (hr) on the driver. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not in use by a patient. In addition, it would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.